Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but he could not confirm the reported issue. No error codes were observed. The technician found some water in the overflow bottle thus, he assumed that the customer had overfilled the device triggering the reported error messages. The device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received report that a heater-cooler system 3t displayed some error codes during procedure. There was no report of patient injury.